Manufacturer narrative:
Return testing was not completed as returns were not available. A review of ticket trending did not identify any complaints that were similar for falsely depressed electrolyte patient results. The trend review by the product list number found no trends related to this issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient identifier: complete sid's: (B)(6). All available patient information was included. Additional patient details are not available.

Event description:
The customer reported a falsely decreased sodium (na) result generated on the architect c4000 analyzer on one patient. Results provided: sid (B)(6), (B)(6) 2019; na = 111 meq/l. Redrew sample 2 hrs later sid (B)(6): na = 141meq/l. Re-ran original sample: na = 141meq/l. 3rd redrawn sample: na = 141 meq/l. No impact to patient management was reported.